Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/19/2013 device evaluation:the pump has been returned and evaluated by product analysis on 08/28/2013 with the following findings:investigation revealed a dim, faded and discolored display screen. A new display screen was inserted and the display was found to be functioning appropriately. Unrelated to the complaint, the keypad buttons were found to be intermittently responsive and required multiple button presses to elicit a response. The keypad cover was removed and contamination was found under the key contacts. Also unrelated to the complaint, the battery compartment was found to be cracked, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.